Event description:
Had essure tubal ligation placed in 2008. Been having horrible pain in pelvic, lower abdomen, hips, and lower back since the device had been placed and symptoms have only gotten worse to the point of not only wanting to have essure removed but feel it is immediately necessary to have it removed. It is constant chronic pain that continues to only get worse with menstrual cycle before, during, and after. Since the essure was placed intercourse is also very painful to with stand. I've tried to deal with this pain hoping and praying and would eventually subside but, it hasn't in the two years since it's been placed. My life has totally been affected by this device with the uncomfortable pain and suffering.